Manufacturer narrative:
On july 2, 2025, mentor became aware that the incorrect breast side serial number was provided in the initial report. The correct serial number for the right breast implant has been provided and populated in section d 4. Serial: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: mrsa infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast implantation surgery with two 350cc mentor memorygel breast implants, developed right breast mrsa infection, post-operatively. As a result, the patient underwent breast implant removal and replacement surgery on an unspecified date. The replacement device was a mentor saline implant.